Event description:
Additional information received. Per the provider, the patient passed away from respiratory illness that was not due to vns in any way. No other relevant information has been received to date.

Event description:
It was reported that the patient passed away. The manufacturer was contacted by provider regarding this event. An obituary search was performed, and an obituary was found for the patient that they had passed away on (B)(6) 2026 and no information on cause of death was found and no allegations were made against vns. No other relevant information has been received to date.